Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been taken by ambulance and hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 433 mg/dl; insulin delivery was reportedly interrupted due to the controller not being able to be turned on. Symptoms reported include hyperglycemia and vomiting. The patient was treated with intravenous fluids, an insulin drip and blood work was performed. The patient had been hospitalized in the intensive care unit for 5 days so far, and remained admitted at the time of medical event reporting.